Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to the ipg no longer holding a charge.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.